Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested the system without any issues. The fse reviewed multiple instrument engagement issues on universal surgical manipulator (usm) 4 and informed the surgical staff of the findings. The system was tested and verified as ready for use. The customer reported complaint was not confirmed based on the field evaluation.

Event description:
After successfully completing a da vinci-assisted surgical procedure, the customer called in to report that universal surgical manipulator (usm) 4 would not lock into place. The customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) that the issue did not affect the operation. The customer was not able to provide any additional details related to the event. The tse reviewed the system logs and did not find any related errors. There was no reported injury. Procedure was completed as planned. Intuitive surgical, inc. (Isi) made a follow-up attempt to obtain additional information. However, no further details have been received as of the date of this report.